Event description:
It was reported, that this patient presented with pocket discomfort. It was identified, that this subcutaneous implantable cardioverter defibrillator (s-ICD) had flipped. This was caused by the massive weight loss the patient has had. Subsequently, a revision procedure was performed and the s-ICD system was explanted. No additional adverse patient effects were reported.